Manufacturer narrative:
The device history record, rtr-0883-20001 ln 29352423, was reviewed. The pump was manufactured on july 16, 2024. There were no nonconformances pertaining to this serial number. The device met all specifications prior to release from manufacturing. As previously mentioned, the physician confirmed the test revealed the catheter is occluded. The patient's cancer has progressed and is full strength systemic. To this date, intera oncology doesn't know if the clinic plans to explant the pump. Intera oncology remains in communication with the clinic to obtain updated information. Therefore, the cause of this complaint remains inconclusive.

Event description:
Intera oncology received a complaint report on april 21, 2025, regarding a slow flowing pump (0.7-0.8ml/day) and having resistance during the refill procedure in which the pressure/resistance was higher than usual starting at 15ml and being unable to fill beyond 26ml. According to the physician they are going to get a pump angiogram to ensure the catheter is patent and flushes without resistance. On (B)(6) 2025, intera oncology received a call back from the nurse. She stated she has observed the slow flow pump since the refill date of (B)(6) 2025. Per the nurse, see below for refill dates and flow rates: ·the flow rate on the first refill date (B)(6) 2025, was 1.8ml/day. ·the flow rate on the next refill date (B)(6), 2025, was 1.2ml/day. ·the flow rate on the next refill date (B)(6) 2025, the pump was accessed and the residual was 20ml. The physician mentioned they troubleshooted with 5ml of sterile saline and all 5mls came back. The nurse then could "only instill 26ml into the pump due to more resistance than usual and it was a hard stop at 26ml." ·the flow rate on the next refill day (B)(6) 2025, the pump was accessed and the residual amount was 14.5ml. According to the nurse, upon filling the pump, the resistance started again once 15ml was instilled. On (B)(6) 2025, intera oncology was informed by the physician that the test revealed the catheter is occluded. In addition, the patient's cancer has progressed and is full strength systemic.